Event description:
It was reported, internal split in PICC line observed during blood transfusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter shaft is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter revealed abundant blood residues throughout the device. A circumferential break was observed between the 8 cm and 9 cm depth markers. No obvious compression damage was observed along the catheter shaft. A microscopic observation of the circumferential break in the catheter shaft showed rounded, polished fracture edges with ¿c¿ shaped impressions leading into the fracture site on one side of the break site, while the other side of the break site fracture edges appeared sharp and uneven. The fracture surface of the break site appeared granular. The break site was uneven overall with no obvious and consistent initial split forming location along the break. Repetitive kinking of the indwelling catheter appeared to have contributed to the observed break; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.